Event description:
A confused and combative pt in the emergency department yanked his indwelling catheter and it broke.

Manufacturer narrative:
The foley catheter was inserted into a male pt in the emergency department. He was reported to be disoriented and combative. Moments later he "yanked" on the catheter and it broke, leaving a retained piece in the pt. It was removed via cystoscopy by the urologist three days later. No reported trauma to the pt and no additional intervention was required. The actual sample was not retained for evaluation. We have no info to suggest a manufacturing defect caused or contributed to the reported incident. The incident was determined to be pt caused. Due to the need for surgical intervention, this medwatch is being filed.